Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. The rep repositioned the door switch and tested the system, ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door on the system would not close. There was no patient involved.